Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl. The customer was treated with insulin pump. Customer had symptoms like fever of 100degrees and customer¿s current blood glucose was 162mg/dl. Customer performed displacement test, high pressure test and passed. Customer reported that drive support cap was normal and there were no leaks or air bubbles as well as there were no site or insulin issues. The product will not return for analysis.